Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown stem, unknown, unknown, unknown shell, unknown, unknown, unknown liner, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00920, 0001825034 - 2018 - 00921, 0001825034 - 2018 - 00922.

Event description:
It was reported that the patient's hip was revised two years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon receipt of additional information and reassessment of the reported event, it was determined to be not reportable. As the reported devices did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.